Manufacturer narrative:
Batch review performed on 24 jun 2019: lot 1810394: 100 items manufactured and released on 14-mar-2019. Expiration date: 03-03-2024. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 weeks after primary surgery, for a knee infection and the pathogen is unknown. The surgeon performed a washout and liner swap. The surgery was completed successfully.